Event description:
This male underwent device closure of an asd with a 26mm amplatzer septal occluder ("aso") in 2009. The defect was sized under ice guidance to 22mm. On the following month, the patient started having signs and symptoms of heart failure and was admitted to a hospital. The patient's condition deteriorated over the next couple of days with an increase in creatinine and worsening signs of right heart failure. The patient was then transported and evaluated by a surgeon and the implanting physician. He had developed aortic insufficiency, moderate mitral regurgitation and severe tricuspid valve insufficiency. An echo three days later, showed the aso straddled the aortic valve and compressed the non-coronary cusp. The patient was taken to the or the next day. The device was removed and there was intimal injury noted in the sinus region which was repaired. The non-coronary cusp of the aortic valve was damaged and could not be repaired. It was removed and replaced with a prosthetic aortic valve. The asd was closed with pericardial patch.

Manufacturer narrative:
Discussion with the implanting physician and surgeon, in addition to review of the medical records and images by aga's medical consultant resulted in the following findings: the procedural echocardiogram showed a dynamic, secundum asd with adequate svc, ivc, posterior and av valve rims. The aortic valve rim was somewhat short and was evaluated in only one view. The posterior rim was thin and redundant with a possibility of a small second defect. The short axis images were sparse. The static diameter of the defect appeared to be about 18mm and up to 22mm in some views. Unfortunately, balloon sizing was not very clear and it was difficult to ascertain if stop-flow diameter was achieved. The catheterization report indicated the stop-flow diameter of 22mm appeared small, given the thin nature of the posterior rim. If the thin and redundant part of the atrial septum was included, the defect would be about 29mm in diameter. A 26mm aso was placed and the device achieved a very flat profile after deployment. Following device placement, the device appeared stable however; the short-axis views were not obtained in detail. In some short-axis views, the right and left atrial disc edges point toward the non-coronary aortic sinus. According to aga's medical consultant, this was a very difficult case to review. The ice images were inadequate for interpretation. There is a possibility that part of the right disc was deployed in the asd. However, this was not easily visualized due to the redundant and thin posterior rim, as it overlapped the device. There are several possibilities as to why the device embolized. It is possible that the device was undersized or improperly placed, as it embolized to the left atrium. Another possibility is that the patient could have had a connective tissue disease that stretched and tore the tissue rather easily. It is also possible that the patient had a second defect and the thin tissue that separated the defects tore after device deployment, which caused the device to embolize. The post-procedure echocardiogram is needed to determine the exact cause of this event.